Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the pulse generator was in vvi backup mode. The device was explanted and replaced.